Event description:
A customer observed a higher than expected vitros valp result obtained from a single proficiency sample (186.3, 189 ug/ml) compared to the expected result (145.1 ug/ml) when tested using the vitros 5,1 fs system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros valp result was obtained from a single proficiency sample on the vitros 5,1 fs analyzer. The higher than expected valp result was obtained from a sample that was diluted x2 by the 5,1 analyzer's on-board dilution feature. Acceptable valp results were obtained from a manually diluted sample. Following replacement of the secondary metering proboscis, acceptable valp results were obtained using an on-board diluted sample. The root cause of this event is analyzer related.